Event description:
¿(B)(6) called today ((B)(6) 2025) complaining about her current implanted realize band that was implanted in 2009. The realize band is now leaking internally, and the individual has gained back 35 lbs. The complainant called reshape to ask some questions about reshape¿s lap-band while complaining about the realize band she currently has¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).